Event description:
It was reported that this right ventricular (rv) lead exhibited high out of range shock impedance measurements greater than 125 ohms. Sensing and pacing impedance values have been stable and within expected range, but the shock impedance and rv threshold have been slowly raising. Provocative maneuvers were performed, but no noise or atypical behavior was seen, and the patient confirmed they did not experience any recent trauma or health related situation. The physician will perform commanded shock testing as part of troubleshooting, but at this time, there is no evidence to suggest that this diagnostic intervention has been performed. The lead remains in service and no adverse patient effects have been reported.